Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. -review of the most recent repair record determined the side plate, roller, and cutter needed to be replaced; however, the repair was not completed because the account has not replied if they would like to proceed with the repair. -device is used for treatment. -review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. -a definitive root cause cannot be determined. -the event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Reporter telephone number: (B)(6).

Event description:
It was reported that the device did not make a proper mesh during surgery. There was no harm and no delay. No adverse events were reported as a result of this malfunction.